Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2021. D6b: explant date: 2021 additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7071295/7071300.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate and undesired stimulation. All device components were removed. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate and undesired stimulation. All device components were removed. No further information has been obtained despite good faith efforts. Additional information was received that the explanted devices were not returned.